Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead which caused a polarity switch from bipolar to unipolar. It was also reported that high thresholds, high impedance, over sensing and under sensing of p-waves, and a polarity switch from bipolar to unipolar were observed on the right atrial (ra) lead. Both leads were re-programmed and remain in use. No patient complications have been reported as a result of this event.